Event description:
The patient initially called the baxter representative for assistance with a cassette. During the call the patient stated he was currently hospitalized due to an infection in his abdomen. The patient stated that this is the second time the infection has occurred and he has been hospitalized. The patient's peritoneal catheter had been removed. During a follow up call, the facility nurse confirmed the patient had the peritoneal catheter removed and is on hemo dialysis. The nurse stated that the patient has had two documented cases of peritonitis. The nurse stated to contact his physician for further information. This is the master complaint for the event of peritonitis.

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, no evaluation was performed. Should a sample be received and evaluation, a follow up report will be submitted. This is the second of three complaints related to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot, gd875567, was performed with no issues noted during the manufacturing process. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.